Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation revision with two 405cc mentor memorygel breast implant and experienced bilateral ruptures post-operatively, which were confirmed via mammogram. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, the mentor failure analysis lab received the device for evaluation. It was confirmed the patient did not experience a rupture. Coding was updated. On august 28, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mod classic gel, 405cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).